Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#3006705815-2018-00448. Reference MFR report#1627487-2018-02142. It was reported the patient experienced pain on (B)(6) 2018 and the next day blood, and pus drained from the lead and ipg sites which was later confirmed as infection. Reportedly, the patient was seen by their physician on (B)(6) 2018 and surgical intervention was scheduled as the next course of action . Follow-up identified the procedure took place on (B)(6) 2018 wherein the entire system was explanted. In turn, the patient is still recovering from the issue.